Manufacturer narrative:
2/3/2020 - it was reported that fracture was observed on this lead. The lead was capped on (B)(6) 2020.

Event description:
Reported noise on lead caused inappropriate shocks. Should additional information become available, this file will be updated. Lead remains implanted.

Manufacturer narrative:
(B)(6) 2020 - it was reported that fracture was observed on this lead. The lead was capped on (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.